Event description:
It was further reported that the patient experienced a "twitching sensation" in their ipg pocket and the patient did not experience syncope. Oversensing of noise was also noted on both the rv and ra lead and it appeared that both leads have an issue at the lead tip. The rv lead and ra lead were reprogrammed again.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 4592 implanted: (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dizziness, palpitations, syncope, and a 'jerky movement' around the implantable pulse generator (ipg) area. Electromagnetic interference oversensing was also noted on the ipg. The right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead high and slowly increasing thresholds. Noise and decreasing impedance was observed on both leads. The ra and rv leads were reprogrammed. Post reprogramming the ra lead continued to exhibit undersensing. It was also noted that the the rv lead tip-tissue interface changed a little bit. The amount of rv pacing decreased significantly which may have caused the syncope. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced a "strange beat" that may be related to the known over- and under-sensing on the ra lead. The ra lead continued to exhibit ffrw oversensing and undersensing and undersensed r waves were noted on the rv lead. It was also noted that a bend was visible in both leads but it was not a sharp bend.